Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device however the shaft separation appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion totally occluded, heavily calcified mid left main coronary artery. A 3.50 x 23 mm xience pro x stent delivery system (sds) was selected for the procedure. There were no issues noted with the sds during unpacking, inspection and preparation. The sds was advanced to the lesion with no resistance felt and crossed. After successful deployment of the stent implant, resistance was felt during removal of the sds and the shaft separated distally. The proximal portion of the sds shaft was removed from the anatomy separately and the distal portion was removed along with the guiding catheter as one unit. Although it was stated that is cannot be confirmed that there were no pieces of the device left in the patient, angiography did not reveal any pieces in the anatomy. There was no reported clinically significant delay in the procedure. No additional information was provided.